Event description:
The initial reporter received questionable ureal urea/bun results from three patient samples tested on the cobas 8000 c702 module. The reporter stated that the results from the module were low but were high when they were rerun on another module. Patient 1 ¿ (B)(6): the initial result from the module was 48.0 mg/dl. The repeat result from the other module was 129 mg/dl. Patient 2 ¿ (B)(6): the initial result from the module was 26.3 mg/dl. The repeat result from the other module was 73 mg/dl. Patient 3 ¿ (B)(6): the initial result from the module was 34.2 mg/dl. The repeat result from the other module was 92 mg/dl. The results from the module were corrected.

Manufacturer narrative:
The reagent lot number is 725706. The expiration date was requested but not provided. The investigation excluded reagent issues as no further cases were reported and correct reruns were performed with the same reagent. The field service engineer (fse) inspected the module and found an unfixed rinse station 1, dirty sample probes, and a dirty ultrasonic mixer (usm). The fse fixed the rinse station and cleaned the probes and usm. He also replaced the cell rinse tube which he found to be leaky. He confirmed that the module and the assay were performing within specifications. The specific cause of the event could not be determined.